Manufacturer narrative:
The device¿s needle delivery system was returned for evaluation. The needle is bent dramatically on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ after the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair the device was inserted and simultaneous deployment occurred. Both t1 and t2 were removed from the patient and a backup device was used to complete the procedure. No patient injuries or complications were reported.